Event description:
It was reported that the left ventricular (lv) lead exhibited suddenly increased impedance to high values. It was noted that capture threshold increased to maximum output. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. Lv pace impedance steady around 325 ohms, increasing to >2000 week ending (B)(6) 2014. Concomitant medical products: 6984m, adaptor, implanted: (B)(6) 2014. (B)(4).